Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief and a vibrating sensation. Later, a reservoir volume higher than expected in the pump was observed. A catheter access port (cap) procedure was performed and the catheter was determined to be patent post cap procedure.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, it was reported that the pump therapy has since continued without additional issues and the patient is doing well.